Event description:
It was reported that a patient presented with premature battery depletion noted on the patent's insertable cardiac monitor. Programming changes were made to preserve the remaining battery. User concern was expressed regarding the intervention process. No surgical intervention was confirmed. No adverse patient consequences were reported.